Event description:
The facility reported a pump that was new/refurbished from baxter. These units did not pass incoming inspections, unit did not pass "air in line" test, unit allowed bubbles through line and did not alarm. The condition occurred during bio-med testing. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
The reported condition of "pump was new/refurbished from baxter. These units did not pass incoming inspections, unit did not pass" air in line" test, unit allowed bubbles through line and did not alarm". Inspection of the pump could not confirm customers reported incoming inspections. The pumps were working within specifications when connections and calibrations were checked. No repair was necessary to correct this service event.